Manufacturer narrative:
(B)(4). The service engineer replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the backlight inverter (bli) pcb and gui bli harness. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not connected to the patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.